Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, serial/lot #: unknown. Analysis of the 9733856 found insufficient information. Analysis of the 9735585 found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a sacroiliac and thoracolumbar procedure. It was reported that when in navigating, site went back to check the equipment once the microscope was hooked and using the center drop down the navigate was greyed out. Site proceeded to use the task arrows and got to navigate screen, but the 3d model was a block image. It was noted that the site switched the drop down image in the view panel to other than 3d model. The procedure was completed with the use of navigation. There was no delay to the procedure. No known impact on patient outcome.